Event description:
It was reported that, after a few hours of implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock suspected to be cause by air entrapment. The plan is for the physician to reproduce the noise on all vectors and perform x-ray. Technical services (ts) discussed reprogram options and troubleshooting. X rays were performed and there was no evidence of air bubbles. The plan is to continue to monitor on latitude and send the patient home. The clinic performed all the tests in all vectors to try to reproduce the event but no oversensing was noted. This s-ICD remains in service. No adverse patient effects were reported.